Manufacturer narrative:
Date of event: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had leakage. It was noted that after removal of the catheter, the needle was punctured through the side of the catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The device history report for lot number 7338546 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 7338546 was manufactured on december 8, 2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Unfortunately a sample could not be obtained for the purpose of the investigation. Unable to determine the root cause for this complaint.

Event description:
It was reported that a bd saf-t-intima IV catheter safety system had leakage. It was noted that after removal of the catheter, the needle was punctured through the side of the catheter. There was no report of exposure, serious injury or medical intervention.